Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the warning raised at the end of the upgrade procedure was due to memory corruption induced by the upgrade procedure interruption performed with the first programmer. - there is no impact on the device¿s functioning and the warning can be ignored since it will be erased and will not be seen again at the next device¿s interrogation. - this complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
During a follow-up, the programmer smarttouch xt was updating the software of the device borea dr. However, the nurse has interrupted the procedure and interrogated the device with another programmer (smarttouch) which continued the updating. At the end of the procedure, the main screen of the device showed a pop-up reporting the error [a3] "technical problem the day 10/07/2024, contact microport crm". No other issues were met during the follow up.